Event description:
Have been have frequent reports of a loss of volume when doses are sent up in bd 1 ml syringes. We suspect the root cause is the red cap not twisting down so it is flush on the syringe and some volume is lost during transport. Tried 5 caps from box of red caps from b braun ref: r2000b (lot: 23k05a8101) and none twisted down flush. Believe this is a faulty lot of caps. Tried a different lot and this one twisted down flush with the syringe and dose that was sent to unit had correct volume when it arrived.